Event description:
Hcp reports pt overdosed after pump implant. Representative assisted with programming over the phone. Pt received bolus in the operating room and again in recovery. A follow up report will be sent when additional info is received.